Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing during an episode of ventricular fibrillation. Technical services (ts) was consulted and discussed programming options. The lead remains in service. No adverse patient effects were reported.